Event description:
It was reported via repair work order that the while placing the patient on the cot the head end dropped to the ground. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Third party evaluation.

Manufacturer narrative:
The customer is retraining the users of this device on proper device use.

Event description:
It was reported via repair work order that the while placing the patient on the cot the head end dropped to the ground. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.